Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
Per medwatch report (B)(4): it was reported that during surgery, the patient experienced a burn to their nose. It was also reported that medical intervention was carried out in the form of the placing of xeroform, telfa, and steri strips over the affected area. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
Per medwatch report (B)(4): it was reported that during surgery, the patient experienced a burn to their nose. It was also reported that medical intervention was carried out in the form of the placing of xeroform, telfa, and steri strips over the affected area. It was further reported that the procedure was completed successfully.